Event description:
It was reported post vascular angiography via the right common femoral artery (rcfa), an angio-seal device was deployed without difficulty or sequela. Approximately 10 to 14 days later, the pt developed claudication of the right lower extremity and reported their symptoms to the physician's office. Noninvasive studies confirmed abnormalities in the area of the rcfa. An angiography revealed a "wedge-like" abnormality at the arteriortomy site; partially occluding the artery. The pt underwent a polar cryoplasty to the area and symptoms of claudication disappeared and the noninvasive studies returned to the baseline state.